Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient has experienced post-operative migration of an everest set screw. Revision surgery has not been performed.

Event description:
A company representative reported that a patient has experienced post-operative migration of an everest set screw. Revision surgery has not been performed.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.